Event description:
It was reported to medtronic minimed that the customer experienced crack on the insulin pump, no delivery/occlusion alarm. The customer reported blood glucose value of 399 mg/dl. The customer reported hyperglycemia treated with insulin pump, manual injection/insulin pen and also had symptoms such as malaise, , nausea, urinary frequency / polyuria. The event involved product(s) mmt-397a, mmt-332a, mmt-1880, mmt-397a, mmt-397a, mmt-332a. Troubleshooting was performed. Customer reported insulin flow blocked alarm (past/resolved event). Issue was resolved. No further patient complications were reported. The customer will discontinue the use of the insulin pump. No product return is required for mmt-397a. No product return is required for mmt-332a. Mmt-1880 was requested and customer response was the device will be returned. No product return is required for mmt-397a. No product return is required for mmt-397a. No product return is required for mmt-332a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information has been received regarding battery cap recall which was not included in the initial report. So, the recall details were updated in sections h7 & h9. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: crack in the battery tube threads, cracks in the case on the battery tube side one of which starts at the corner of the left belt clip rail, and another which runs horizontally across about where the bottom of the battery compartment is located, faded serial number label, crack in the middle (enter) keypad button. The pump was received with a battery cap that was missing 2 weld spots. The pump passed the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, and self tests. No unexpected insulin flow block, no delivery, occlusion alarms or prime/rewind anomalies were noted during testing. Thump software was utilized and uploaded trace/history files properly. The adapt tool confirms that the following delivery related alerts/alarms occurred around the event date: 7=no delivery--multiple occurrences on (B)(6) 2024 from 12:20:00 to 17:55:30. The adapt tool does not list any pump errors that could potentially trigger a critical pump error (open book image) whatsoever. The case was cut open. After visual inspection, did not note any signs of previous moisture presence or corrosion inside the battery compartment or on any of the boards, assemblies, and the motor inside the pump. In summary, the customer¿s report of insulin flow blocked alarms was not confirmed during testing. The pump does not meet specs due to the missing weld spots from the battery cap. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.